Event description:
It was reported that pump touchscreen was cracked and shattered, making screen illegible and preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, declined to share backup therapy information, and was provided instructions for storage and return of damaged pump, and replacement pump was arranged, with instructions to return problematic pump to tandem.